Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Analysis was unable to perform the displacement test or test for unexpected restart alarm due to no button response. A test keypad was used, with the insulin pump and it responded properly to button presses. No frozen screen noted and the time advanced. The insulin pump was received with a scratched display window and broken reservoir tube lip. The pump also had missing segments due to cracked zebra connector on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.